Event description:
Caller reported a malfunction on pump with code malf 16- 0x20e6, but there was no adverse impact to customer¿s blood glucose level. Cts assisted caller with pump reset information, but malfunction appeared again after reset. Customer had no backup therapy and was advised to reach out to hcp. It was confirmed that pump was included in field correction and cts completed necessary forms. Customer was informed they would receive replacement pump with updated software and advised on training availability through tandem source account. Cts provided steps for returning problematic pump and confirmed shipping address, but call ended abruptly when caller hung up. Replacement pump was sent by cts.